Manufacturer narrative:
This follow up MDR is created to document the updated birthday, event day and conclusion of the investigation. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components noted a partial separation within abrasion on the longer exhaust tube of the pump. Abrasion was noted on all tubes of the pump and exhaust tube of cylinder 1. No functional abnormalities were noted with the pump or either cylinder. The information received indicated a tubing leak, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, tubing leak.